Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device noted that the control wire and the spring were not returned with the device. As a part of the analysis, the spool was opened and the crimp sleeve was properly seated within the spool. Additionally, there is no evidence of wire residues in the spool. As activation of the clip would not have been possible without the control wire and spring, this failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific that a resolution 360 clip device was used during a colonoscopy procedure preformed on (B)(6) 2018. According to the complainant, during the procedure, the clip was locked onto tissue and would not open but failed to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on january 17, 2019. According to the complainant, during the procedure, the clip would not open at all, and was never able to grasp and lock onto tissue or deploy.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a resolution 360 clip device was used during a colonoscopy procedure preformed on (B)(6) 2018. According to the complainant, during the procedure, the clip was locked onto tissue and would not open but failed to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.